Event description:
It was reported the patient¿s family noticed on (B)(6) 2014 the patient had swelling in the lumbar area with fever, worsening spasticity, and irritability. The patient¿s family contacted the primary healthcare provider (hcp) in (B)(6) on (B)(6) 2014, and reported the patient had symptoms of acute baclofen withdrawal with no other signs or symptoms of infection, or underlying cause for increased tone. Oral baclofen was initiated and patient responded with decreased tone. The hcp performed a catheter dye study. It was reported there was no resistance drawing back cerebral spinal fluid (csf), the fluid was clear, and the catheter was clearly visualized along the entire path. The patient was referred to the neurosurgery department in (B)(6) for further evaluation. It was recommended that the infusion rate be increased to evaluate the patient's response. The patient was not having active withdrawal symptoms at that time, and there was no significant fluid accumulation. The family returned to (B)(6), and on (B)(6) 2014 the baclofen pump was refilled, and the dose was increased by (B)(6) (190.4 mcg/day to 228.1 mcg/day) with no improvement in tone. The patient was admitted into a facility in (B)(6) on (B)(6) 2014, and a bolus of 75 mcg was delivered via the pump for over three minutes with no response. In addition, the hcp reported return of the fluid collection in lumbar area that had increased in size. The patient¿s family decided to have an elective catheter exploration at the facility in (B)(6). Upon opening the spinal incision site on (B)(6) 2014, pus was observed. The neurosurgeon elected to explant the catheter and pump in its entirety. Cultures were taken of the site and the patient was started on intravenous antibiotics. The patient was admitted into the hospital for observation of potential baclofen withdrawal. The pump and catheter were not returned to medtronic because they were discarded at the hospital. The patient¿s status was reported as ¿alive-no injury.¿ further information was received that the pump was used to deliver lioresal. The patient also experienced nausea, increased spasms and itchiness at the time of the event. The managing hcp listed the refill date as (B)(6) 2014, not (B)(6) 2014. The exact refill date remains unclear. It was noted an x-ray and labs/cultures were performed, but the results were unknown. The cause for the event was not determined, and the patient¿s outcome remains unknown. The hcp reportedly had not seen the patient since surgery. If further information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient¿s outcome was unknown; however, the patient was not currently receiving intrathecal baclofen therapy. If additional information is received, a follow-up report will be sent.